Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed but the exact cause remains unknown. One 50 cm guidewire w/hoop was returned for evaluation. A section of the guidewire coil was observed to be unraveled. Use residue was visible between the coils of the distal portion of the guidewire. Microscopic observation of the core wire near the unraveled section appeared to show impressions of where the wire was coiled. The distal weld tip was observed to be intact. Based on the condition of the sample returned, possible contributing factors include guidewire kinking and advancement or retraction against resistance. Since damage on the guidewire was noted near the proximal end, the complaint is confirmed; however, the exact factors remain unknown at this time. A review of the manufacturing records did not reveal any findings to indicate a manufacturing related root cause. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after the catheter was opened, burrs were found with the proximal end of the seldinger guide wire. Due to the concern about possible event, the product was not used.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw2171 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter was opened, burrs were found with the proximal end of the seldinger guide wire. Due to the concern about possible event, the product was not used.